Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The synchroseal instrument was analyzed and found to have a broken grip drive fitting at the upper jaw. The jaws would not open due to being disconnected from the grip lever. No damage was found at the proximal end. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument involved in the complaint for evaluation, but failure analysis has not been completed as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the synchroseal instrument would not open. No fragment fell into the patient. The customer completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the instrument did not occur after a system fault. The jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal. There was no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the grip drive fitting broken from the upper jaw. The jaws would not open due to being disconnected from the grip lever. No damage was found at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. As of 12-dec-2024 a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (pn# 480440-06 /lot# l10240104-0336) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk6473. The instrument had 0 uses remaining after last use. This is a single use instrument. Design history record (DHR) review for the advance energy instrument involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to the disconnection of instrument jaws from the grip lever since the grip drive is susceptible to damage on use conditions. This issue can be resolved by using either the grip release button to manually open the jaws or an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis (fa) team confirmed initial findings. The instrument was found to have a broken grip drive pin which likely caused the instrument to stop working per the customer's complaint. As a result, the jaws did not open when the grip open lever was pressed. An advanced failure mode analysis (afma) was completed to investigate the root cause of this failure. Because of low number of samples available, the results from the analysis were inconclusive and a definitive root cause could not be determined.